Manufacturer narrative:
(B)(6).

Event description:
The customer reported low pressure. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The authorized service provider (asp) evaluated the ventilator. The event log was downloaded and reviewed, and it revealed that the system was started up and immediately gave a check vent error for o2 unavailable and low o2 supply pressure, then it rebooted and was placed into diagnostic mode and the sequence of alarms repeated. Additionally, the electrical safety test was performed and failed. Both the power cord and o2 retention plate need to be replaced. Also, the device cannot run on the internal battery. The battery is over 5 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer.

Manufacturer narrative:
The authorized service provider (asp) evaluated the ventilator. The event log was downloaded and reviewed, which revealed the system was started up and immediately gave a check vent error for o2 unavailable and low o2 supply pressure; then it rebooted and was placed into diagnostic mode, and the sequence of alarms repeated. While doing the diagnostic of this device, the asp could not find any evidence that indicates any pressure problem, neither while testing the device nor through the error log. The power cord and o2 fitting retention plate were replaced to resolve the electrical safety test failure. The battery that was over 5 years old was replaced as part of the maintenance procedure. Following the test and verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily.